Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-13266. It was reported that a patient presented for a normal pacemaker change procedure on (B)(6) 2021. Prior to the procedure, it was noted that the patient's right atrial lead was displaying chronic noise. The atrial lead impedance appeared to be stable otherwise. It was also noted that previous fluoroscopy showed that the both the atrial and right ventricular lead slacks exhibited sharp turns and were found in the pacemaker pocket. During the procedure, it was observed that the right atrial lead and right ventricular lead exhibited insulation abrasion due to the sharp turns and being tangled up. Both leads were capped and replaced during the generator change procedure on (B)(6) 2021. The patient's condition was stable throughout the event.